Event description:
Leaking PICC.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter as a sample. Flushing of the catheter shows a leakage right below the fixation wing. The microscopic examination shows that the catheter tubing was partly torn out at the junction of the catheter and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress and/or degradation of the catheter material pur due to the use of alcohol-based disinfectant. Pir states the customer used chlorhexidine alcohol-based disinfectants. There is a statement in the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Furthermore, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture, routine care - when lifting the baby to change bedding; movement - the baby themselves catching the line, normally with a foot, during movement. Batch history records were reviewed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved junction of catheter and extension line (wing) was between 2.38 n and 5.12 n and therefore also within our specification (1.5 n).visual tests and incoming goods inspections are carried out. There are three further complaints for batch 8091214, no further complaints for batch 8106249 and four further complaints regarding a leaking catheter at the junction on code 4g07126103 within the last three years. No further corrective action initiated by quality management as the catheter worked well for one month and there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
The device was returned to the manufacturer for device evaluation, and complaint investigation. The results of this investigation are still pending, and the results will be communicated within 30 days of its conclusion.

Event description:
Leaking PICC.